Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "nasal/throat irritation or soreness". The patient states "since he has been using machine and has been having problems with his nasal and throat in the mornings for a hour". Customer also states, "before using the machine he was at a 45 for his lungs now he is down to 40". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.